Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 26, 2023.

Event description:
Per the clinic, the patient experienced open circuit electrodes and discomfort. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on october 26, 2023.